Manufacturer narrative:
The device has been returned to factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the btt port on the vaso view hemopro leaked blood into the co2 tubing. It was reported that the tunnel was bloody in the lower leg and the upper leg was normal. The co2 line was connected to the insufflator. A replacement device was used to complete the procedure. The hosp did not report any pt effects.